Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The sub assembly record for the lot number said to be involved was reviewed. This inspection process removed any products having a nonconformance prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided states: "the endoscope had a corkscrew effect, meaning the endoscope began to twist and pullback on itself when they attempted to deploy the band." The corkscrew effect can be indicative of a compromised endoscope accessory channel. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use caution the user: ¿it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Another possible contributing factor to the reported observation includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in band deployment difficulty. The instructions for use also direct the user to: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook 6 shooter saeed multi-band ligator. The user could not achieve suction for a complete "red-out" and the bands would not fire [unable to deploy bands]. The endoscope had a corkscrew effect. The user returned the two-way handle to neutral, removed the endoscope and the device. Another mbl-u-6 was loaded and the procedure was successfully completed. The clarification received on 6/9/2017 states: "the band would not fire, meaning they were not able to deploy any bands. The endoscope had a corkscrew effect, meaning the endoscope began to twist and pullback on itself when they attempted to deploy the band."